Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 480mcg/ml at 372mg/day via an implantable pump. It was reported that the healthcare providers office reported they believed 5ml of fentanyl ¿dropped subq¿. The patient was on 372 mcg day. The environmental, external or patient factors that may have led or contributed to the issue was pump refill. The diagnostics and troubleshooting performed was they went back into the pocket to remove any excess meds. The actions and interventions taken to resolve the issue was admitting patient for monitoring and lowering the dose. Surgical intervention did not occur or was planned. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.